Manufacturer narrative:
H6: the initial reporter elected to return the device to ventec for an evaluation instead of an authorized service provider (asp) as originally reported. The device was evaluated by ventec where the reported issue of it not alarming as expected could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the initial reporter advised ventec that they have sent the device to an authorized third party service provider (asp) for evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56

Event description:
It was reported to ventec that the device was not alarming as expected. The reporter stated, "doing a metaneb therapy and the vent was not alarming as it should be when the metaneb is running through the circuit." No further details were provided. The customer reported patient use and stated that there was no harm to the patient.